Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent midline hernia repair surgery on (B)(6) 2018 and mesh was implanted. It was reported that the patient underwent revision surgery on (B)(6) 2019. It was reported that the patient experienced severe and chronic pain/discomfort, inflammation, unstable mesh and adhesions. It was reported that the patient underwent a previous hernia repair surgery on (B)(6) 2017 and mesh was implanted. Other procedure is captured in a separate file. No additional information was provided.